Event description:
It was reported that an e360 ventilator did not provide a proper output; the ventilator had air leakage. At this time, patient involvement is unknown. Medtronic/covidien was not authorized to evaluate/repair the device as the product is not in medtronic/covidien control. The repair will be completed at a non-medtronic/covidien location. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.